Event description:
It was reported to philips that the system displayed an alert indicating "the x ray system is starting up", preventing the system from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to boot. While reviewing the logfile, it was found that there is a gap in the logfile showing some issues with the system startup for which log was not registered. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was not booting into the application and displayed the message ¿the x-ray system is starting up¿, hard power cycle at the wall attempted but the issue persisted. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found the issue to be related to software. During troubleshooting, fse found that the tech room air conditioning was not working, causing the room to become excessively hot even when the system was idle and that the tech room air conditioning was not working, causing the room to become excessively hot even when the system was idle. To resolve the issue fse reloaded the suite pc software, restored the backup. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.